Event description:
It was reported that the patient's right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead exhibited high pacing impedance and the helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix fully retracted and tissue/ blood visible in it. Used alcohol to remove tissue and helix extended and was found bent, damaged at implant attempt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.